Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon investigation the electrode belt failed incoming functional testing. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink separated in the distribution node, causing the pulse wires to short together. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functional testing.